Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified bag spike device that reportedly malfunctioned in manner that would not allow chemotherapy to flow and caused the line to not be patent. There was no report of any human harm.